Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the customer did not have the information regarding the motor being able to run or not and their primary concern was the humming.

Event description:
It was reported that staff complained that centrimag pump was humming after being installed into motor event while at 0 rpms. Customer was unable to say if this event occurred while connected to a patient. Customer stated that staff used another set of equipment to proceed with case. A loaner motor was provided to customer, in use at the time in cardiac intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-05393. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section d3: manufacturer information corrected. Section d4: primary UDI number corrected. Section g1: manufacturing site corrected. Manufacturer's investigation conclusion: the reported event of a humming noise coming from the centrimag motor was not confirmed. There were no photos or log files submitted for review. The returned centrimag motor, serial: (B)(6), was evaluated at the service depot. The system was in good condition, no anomalies were found. The motor was connected to a mock loop and ran for several days without any issues. There was no humming noise heard from the pump during this time. The motor cable was flexed throughout the entire length without any alarms activating. The motor was functionally tested per mp centrimag motor service process and passed all tests. It was returned to the customer. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and the motor was found to pass all manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.